Event description:
Based on medical records provided by the pt's attorney: (B)(6) 2003- pt underwent incisional hernia repair with two composix kugel mesh. The hernia was noted to be quite long and required two pieces of mesh. (B)(6) 2004 - patient underwent laparoscopic procedure which included lysis of adhesions. Numerous adhesions between the omentum and mesh were noted. Also noted was that there was no evidence of recurrence and the mesh seemed to be in an excellent position with no bowel involvement. (B)(6) 2006 - pt underwent excision of mesh, lysis of adhesions, and ventral hernia repair with eight different mesh. Noted in the operative report was that the mesh found to have fallen into the abdomen on the left side and there were areas of adhesion to the omentum. There were no signs of defective mesh.

Manufacturer narrative:
Initially, one event was reported by the pt's attorney. However, review of the medical records showed there to be an add'l implant. This is a pt with comorbidities of hypertension, hypercholesterolemia, splenic artery aneurysm, and bipolar disorder. The pt is also a smoker and has had multiple abdominal surgeries. The pt has been described in the medical records as having chronic abdominal pain. Currently, it is unk whether the device may have caused or contributed to the reported event. The medical records indicate that the pt was treated for adhesions, which is a known possible adverse reaction listed in the IFU. There were no product identifiers in the medical records provided; therefore a DHR could not be conducted. Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn. See MDR 1213643-2007-00491 for info related to the other composix kugel mesh implanted on (B)(6) 2003.